Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer believed the occlusion alarms started occurring when contact detach infusion sets started to be used and the customer no longer wore the pump in a case. The customer's blood glucose (bg) level was over 500mg/dl at its highest and manual injections were administered to address the bg level; current bg level was 392mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. Reportedly, an infusion set change was performed to address the current occlusion alarm.